Event description:
The facility sent an infusion pump with paperwork stating that a failure code 570 occurred. It was not known if this failure occurred while infusing on a patient. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump ksince the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported failure code 570 was confirmed during testing.